Event description:
The reporter stated that the product drifted from zero and not holding steady especially at low pressures. The reporter further stated that this was occurring on and off but did not provide specific details. There was no pt injury or treatment associated with this event.